Event description:
It was reported that a minimum fill notification occurred when the customer was attempting to load a new cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed by technical support to remove the pump from its case, clean the pneumatic tap area, and follow the proper load technique. Upon loading a second cartridge, the issue was resolved, allowing the customer to successfully load a cartridge onto the pump and resume insulin delivery.